Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: bd received 48 samples from the customer for investigation. All samples were evaluated by visual examination and no defects were observed as all product specifications were met. The tube is designed that the cap/stopper assembly would be removed together as this is required by automated systems. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the stopper popped off of bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes during use. This happened on 20 occurrences. The following information was provided by the initial reporter: whilst removing hemogard closure from seditainer tube, small cap is also coming off. Before putting the esr tubes into the esr rack the staff remove the hemogard closure, bit the small cap is also being removed by default.

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported the stopper popped off of bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes during use. This happened on 20 occurrences. The following information was provided by the initial reporter: whilst removing hemogard closure from seditainer tube, small cap is also coming off. Before putting the esr tubes into the esr rack the staff remove the hemogard closure, bit the small cap is also being removed by default